Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving merlin.net alert for back up vvi. The attempts to reload the device code failed due to poor telemetry. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi and programming anomaly was confirmed in the laboratory. Upon receipt, the device was in backup vvi mode. A review of programmer printouts confirmed the cause of the reset was due to an event queue overflow. The cause of the event queue overflow could not be determined. The programming anomaly was due to a programmer software issue.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.